Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the monopolar curved scissors blade had a nick. There was no report of patient involvement. Isi made multiple follow-up attempts to obtain additional information. However, the customer had no additional details.

Manufacturer narrative:
The instrument was found to have blade damage. Both of the blade edges was indented. The blade indentation did cause the cut test failure. The cutting edge had corrosion that would have contributed to the blade damage or cutting failure. Common causes of the failure mode mechanical indentations and/or burrs instrument blades are attributed use-related damage when attempting to cut incompatible material, such hard objects like bone or cartilage, or from mishandling or misusing the instrument.

Event description:
Refer to h11 for follow-up information.